Event description:
It was reported while using bd facsvia¿ flow cytometer waste leaked outside of instrument. There was no user/patient impact. Waste leakage. Was the leak contained within the instrument? No. Was the leak in a customer accessible location? Yes. Was there spray of fluid under pressure? No. What was the fluid that leaked? Waste. What is the source of leak -- waste line or non-waste line? Waste line. Was the leak mixed with bleach or decontaminate? No. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak? No. The leak came from the waste line, at the point where the waste tubing connects to the waste tank.

Manufacturer narrative:
H.6. Investigation: o scope of issue: the scope of issue is only limited to bd facsvia flow cytometer, part # 656874, serial # (B)(6). O problem statement: customer reported complaint on a waste leakage without bleach not contained within the instrument. O manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 30mar2020 to date 30mar2021. O complaint trend: there are 18 complaints related to the issue of a waste leakage not contained within the instrument. Date ranges from 30mar2020 to date 30mar2021. O manufacturing device history record (DHR) review: DHR part # 656874, serial # (B)(6). File #656874-656874-r656874590175-105297424-18, was reviewed. The instrument met all the manufacturing specifications prior to release. O investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of waste leak not contained within the instrument was due to a worn waste tank. The fse had confirmed the issue and found that the leakage was located at a waste tank connection due to cracks at the top of the tank. The fse replaced the waste tank and confirmed that the instrument was working as expected with no further leaks. No parts were requested for evaluation as the replaced part is not returnable and was discarded. Although the leakage of waste material can cause harm to the customer from potential exposure to samples and chemicals, the customer was not harmed in any way as they had not come in contact with the leakage. Additionally, the leak was not under pressure and did not spray, and thus did not significantly increase the risk of exposure. This instrument was being used for research purposes, not clinical treatment, and so this incident did not affect or delay the diagnosis of a patient. The safety risk is severe, s4, though there was no impact to customer health or safety. O service max review: review of related work order #: 01854754, case # 01305779 install date: 30may2019 defective part number: 659605 - assy 2000ml bottle facsvia waste work order notes: o subject / reported: waste leakage o problem description: waste leakage o work performed: replaced waste tank assembly after checking the leakage. O cause: tank broken/cracked at the top o solution: issue resolved, no more leakage o returned sample evaluation: a return sample was not requested because the replaced part is not returnable and was discarded. O risk analysis: risk management file part #10000176773, rev. D/vers 1.2, facsvia clinical software version 1.2 risk analysis was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? ¿yes ¿no o ID: 2.1.11 o hazard event: exposure to bio-hazardous material during instrument startup. O cause of event: waste bottle overflows o harmful effects: exposure to bio-hazardous material. O risk control(s): ¿sy-3126 ¿ safety - biohazard ¿pcyt-648 ¿ labeling biohazard ¿pcyt-2908 ¿ labeling waste bottle biohazard ¿cyfr-3264 ¿ stop fluidics if waste tank full at startup ¿cyfr-699 ¿ startup and shutdown fluidics operations user will apply the universal precaution - instructions for use guide - chapter on startup and shutdown ¿user instructed to empty waste bottle before starting the cytometer - instructions for use guide - chapter on startup and shutdown ¿wear suitable ppe ¿ biological safety ¿ safety and limitations guide ¿if properly shutdown then bio-hazardous material should not be present. User instructed to properly shutdown the cytometer after use, which runs bleach through the system - instructions for use guide - chapter on startup and shutdown o implementation verification: ¿see pcyt-648 ¿mpi 7100279 ¿ mpi, assy., case, c6¿23-14661-00 bd facsvia¿ safety and limitations ¿drawing ¿ 659605- assy, 2000ml bottle facsvia waste ¿tp-152 ¿23-14662-00 bd facsvia¿ instructions for use ¿level sensor in waste bottle o effective verification: ¿design verification report ¿ pm053 cytometer, generation IV ¿tp-152 fw fluidics startup and shutdown communications , sheath usage, and maintenance pass date: 26-aug-2014 o probability: 1 o severity: 4 o risk index: 4 o residual risk evaluation: a o new hazards: none mitigation(s) sufficient ¿yes ¿no o root cause: based on the investigation results the root cause of the leakage not contained within the instrument was due to a worn waste tank assembly. O conclusion: based on the investigation results the root cause of the leakage not contained within the instrument was due to a worn waste tank assembly. The fse verified the location of the leakage, and replaced the waste tank assembly. After the repair, the instrument was functioning as expected with no further leaks. No one was harmed or¿injured¿due to the incident, and since the instrument was not being used for clinical treatment, no patients were affected. The safety risk is severe, s4, though there was no impact to customer health or safety. H3 other text : see h.10

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd facsvia¿ flow cytometer waste leaked outside of instrument. There was no user/patient impact. Waste leakage was the leak contained within the instrument? No. Was the leak in a customer accessible location? Yes. Was there spray of fluid under pressure? No. What was the fluid that leaked? Waste. What is the source of leak -- waste line or non-waste line? Waste line. Was the leak mixed with bleach or decontaminate? No. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak? No. The leak came from the waste line, at the point where the waste tubing connects to the waste tank.